Event description:
The customer had a fractured brush in the forceps channel during inspection for use involving an olympus cleaning brush. There was no patient injury reported.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.